Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading was 43 mg/dl. Customer was treated with glucose tablets for low blood glucose. Customer did allege insulin pump was over-delivering because the insulin pump was still delivering auto bolus even if the blood glucose was already low. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The auto mode was active at the time of the incident. The insulin pump will be and reservoir will be returned for analysis.